Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0ldq0, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that patient was experiencing bladder pain and their programmer was not working. The patient indicated on the day of the call that they were having extreme pain in their bladder to the point where they were turning their stimulation off. The health care provider (hcp) instructed patient that they could change to a different program if they needed to. It was reported that this started about 2-3 days after implant. The patient was currently on program 1 at 3.4v. The patient reported that when they were lying down, they felt a constant burning sensation in the uterus and bladder pain that felt ¿like you have to go to the bathroom type of pain¿. The patient had a urine analysis done and it was negative. The patient was able to decrease their stimulation down to 2.9v, but was not feeling stimulation, but the achy and burning bladder pain had gotten better. The patient decreased their stimulation down to 2.5v, but was now feeling stimulation but the achy and burning sensation in their bladder was still the same as if was at 2.9v. The patient now changed it to program 2 at 2.7v, they felt the tingling sensation, but the achy and burning sensation in the bladder was still there. It was noted that prior to implant, the achy and burning bladder pain was there but not as bad as after implant. The patient was able to feel the stimulation in their buttock area before, but now since reprogramming after implant, they were only feeling it in their left labia, no matter which program they switched to. The patient reported that they did have a fall 6 days prior to this call where they landed on her face first. The patient had been having more incontinence since implant, before implant, they would have 1 episode but now they were having 3 episodes at night. The patient reported that therapy was not working as expected. It later mentioned in the call that patient programmer was working fine. It was further reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined, it was not device related, and reprogramming was not needed. The patient had a urinary tract infection (uti) and the intervention taken to resolve the event was antibiotics. The patient did not experience a loss of therapeutic effect and did not experience a loss of stimulation. The patient recovered without permanent impairment.